Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
No button error alarm was noted. The pump was received with intermittent button response due to corroded keypad traces, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window and stained end cap sticker. No unexpected ramping numbers noted.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unknown. Customer also stated their numbers were scrolling on their insulin pump prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.